Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that prior to vein harvesting procedure, during setup, the device caught a flame when diathermy/cauterization was tested. As per user facility, the device was prepped and ready to be used for harvesting. The device caught a flame when diathermy/cauterization was tested. Happened before harvesting started. Case continued with use of new device. It was discovered that the incorrect diathermy generator (erbe generator) was used in conjunction with the virtuosaph device when the incident occurred. No patient involvement. Product was changed out.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer) . H6 (identification of evaluation codes 10, 11, 3331, 120, 4206, 19). The returned sample was inspected upon receipt and confirmed that the v-cutter tip was burnt. The condition of the returned sample did not allow for electrical testing. However, it was noted that the generator used was erbe, which is not a compatible generator. A retention sample from the same lot number was inspected to show no anomalies with the device. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. The evaluation of the returned sample, a burnt tip was confirmed; however, it is most likely that the use of a non-validated generator contributed to the reported event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 16, 2025. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h3 (evaluation is in progress, but not yet concluded) a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.